Event description:
It was reported that the ventilator shut down suddenly without giving an alarm. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
Information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Upon review of the ventilator diagnostic report for the event date, it was found that the ventilator had error code indicating cannot reach target flow multiple times.

Manufacturer narrative:
Information was received that the reported issue was not duplicated. No part was replaced.